Event description:
It was reported that the lead had dislodged. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. It was noted the outer insulation was breached cut. There was blood (not obstructed) on the proximal and distal conductors. Visual analysis revealed there was apparent explant damage. Concomitant products: 6947 implantable defibrillation lead 2012 (B)(6), 5076 implantable pacing lead 2012 (B)(6). (B)(4).